Event description:
It was reported that pump experienced recurring malfunction alarm with code 12, with several prior occurrences on same device and no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to alternate insulin method if needed, while technical support arranged replacement pump.